Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to confirm transmitter serial number and pair transmitter first with the receiver and then the application; if pairing is unsuccessful try paring using a second transmitter. No additional patient or event information is available.